Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm and the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected excessive no delivery noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window. No moisture damage noted on motor assembly and reservoir tube. No insulin odor detected on reservoir tube.